Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that a patient never had therapeutic effect. The reporter stated that the lead was implanted too deep close to the rectum and the patient had been unsatisfied and wanted the system removed. It was reported that the patient's doctor was hesitant in removing the lead due to it being implanted too deep in the rectum. It was noted that there were no issues with the device. The patient was dissatisfied with stimulation and it "had not been working." The next day, it was reported that the system had been explanted and removal went fine. The lead completely came out and all parts of the system were explanted. It was reported that the patient was doing fine.